Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30499140l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During a ventricular tachycardia procedure, a steam pop occurred during ablation with thermocool® smart touch® sf bi-directional navigation catheter. In the middle of the procedure (during ablation in the left ventricle) there was a steam pop (noise + increased impedance). The device was not replaced and the procedure was continued with the same catheter with no new events. According to the physician, the steam pop was related to patient conditions (ventricular tissue). Note that the patient had a pericardial effusion at the beginning of the procedure. It was decided to drain this effusion at the end of the procedure. Additional information was received on the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. No medical or surgical intervention was required. The patient outcome of the adverse event was that the patient fully recovered with no residual effects. The patient did not require extended hospitalization because of the adverse event. A thermocool® smarttouch® sf catheter was used in the procedure. Force visualization features used: graph, dashboard and vector. A transseptal puncture was performed with a brk xs series (ref: (B)(4); lot:7830321). Prior to noting the adverse event, ablation was not performed. There was evidence of a steam pop, but the pericardial effusion was observed before the steam pop. The recommended flow for sf catheters was used. No error messages were observed on biosense webster equipment during the procedure.